Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, during lens insertion and implantation, the lens body was damaged. The lenses could not be implanted. The procedure was completed with another lens. There was no patient contact. Additional information was requested.